Event description:
The device was used during a video assisted thoracic surgery lobectomy procedure. Reportedly, the instrument was difficult to open. The surgeon was able to open the device and applied another to complete the procedure. The hosp has reported no pt injury occurred.